Event description:
It was reported patient underwent a tibia compress procedure on an unknown date. Subsequently patient was revised on (B)(6) 2013 due to the proximal tibia compress being too short for the stem. During the procedure, it was noted the anchor plug, spindle and transverse pins had fractured. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay information regarding the revision procedure, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a tibia compress procedure on an unknown date. Subsequently patient will be revised on (B)(6) 2013 due to the proximal tibia compress being too short for the stem. No further information has been provided to date.